Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) temporarily installed lab-use only (luo) parts and connected the electronic patient gas system (epgs) to a system one simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. A service gas system alarm showed on the ccm and the calibration button was greyed out because the o2 hours were at 300,332 which is above the maximum of 300,000. The pst reset the o2 hours to allow for testing, initiated calibration and calibration passed. With lab-use only (luo) parts installed, all functions of the electronic patient gas system (epgs) operated as designed. As per data log analysis, the log goes all the way back to 2011 (not used since then). The gas system reported the "o2 sensor lifetime expired" on (B)(6)-2011. The last time the system was used in 2011 was on (B)(6)-2011 and the o2 sensor was still expired. The next time the gas system is powered up is on (B)(6)-2016 and the o2 sensor is still expired. This will leave the calibrate button grayed out as reported until the sensor is replaced. As per service history, the epgs was not sent for reconditioning since it was manufactured in 2004. The epgs was received with no o2 sensor or o2 sensor retainer installed. The epgs will be sent to service for reconditioning and to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). This unit is a distributor¿s asset which has been kept in the inventory for a long time and the epgs has not been used for clinical. The epgs unit needs a full inspection.

Event description:
It was reported that during the use of the device for a non-clinical activity, when rebooting the electronic patient gas system (epgs), the calibration menu was not turning gray (meaning not activated). There was no patient involvement.